Manufacturer narrative:
The sling involved in the incident was discarded and not returned to the manufacturer. Photos of the sling and discussion with the user facility was used to investigate the issue. The user manual describes the life cycle of a handicare sling to be 1 wash per week for up to 4 years which is equivalent to ~208 wash/dry cycles. The sling involved in the incident is nearing the end of its lifespan as it has been used and washed much more frequently. The strap failure is due to long term use fatigue. The instructions provided with each sling direct the user to visually inspect the sling and straps prior to and during a patient transfer. These instructions are deemed sufficient and no corrective action is necessary. All slings at the facility were inspected and replaced as needed.

Event description:
At the beginning of a bed-wheelchair transfer with a ceiling lift, the leg strap of the sling broke. The resident was not injured.